Event description:
A customer reported to beckman coulter, inc. (Bec) that erroneous sodium (na), chloride (cl), and carbon dioxide (co2) results were generated by unicel dxc 600 pro synchron clinical system for two (2) patient samples. The erroneous results were not reported out of the laboratory. Repeat testing was performed and the results were reported. There was no change in patient treatment in connection with this event.

Manufacturer narrative:
Sodium (na) qc on the day of the event showed imprecision, and had some points outside of the established ranges. The customer stated that she observed bubbles in top of the ratio pump. Service replaced both sodium (na) electrodes and tightened the nuts on the top of the ratio pump. The field service engineer verified the instrument performance.